Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working and pump error alarm. Customer blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump was able to successfully clear the alarm and able to complete pump rewind. The customer stated that notification light stopped flashing immediately. Customer stated that they remove the battery and waited the 10 minute to reset the insulin pump and the pump was not working properly and would like it replaced. The device will be returned for analysis.

Manufacturer narrative:
Power loss alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the pump alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Device was monitored and functioned properly.